Event description:
It was reported that an increase in capture threshold was observed. A lead anomaly is suspected.

Manufacturer narrative:
No medwatch form was received. A partial lead was returned cut in two pieces for analysis. Internal insulation abrasion was found at 16.5-17.8cm from the lead tip. The etfe coating was abraded at the same location.